Event description:
Ous MDR - after an implantation time of about 40 months, loss of capture was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
(B)(4) 2013 - exit block and concerns for a lead fracture were noted. After receipt, the pacemaker underwent a visual analysis, in particular, of the connection system of the pacemaker. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. Next, the pacemaker was analyzed electrically. The implant was interrogated and the memory content analyzed. The analysis of the memory content showed proper device behavior. The battery state "ok" is as expected after an implantation time of 40 months and indicates a sufficiently charged battery. The pacemaker's ability to provide therapy was checked. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior in accordance with specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies. The device was able to provide therapy without limitations. In summary, the pacemaker was ok during the analysis and within specifications both in regard to the connection system and the electronics. The analysis did not detect any deviations from the specification that could be related to the clinical observation. There were no material defects or manufacturing errors for either the lead or the pacemaker.